Manufacturer narrative:
This file is a retraction as the information was incorrectly filed under this registration number, please reference mrn 3012307300-2025-02088 for details pertinent to this event.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had been alarming "air in line." The caller had stated that the bag was completely empty, and the tubing was filled with air bubbles. It had been mentioned that this had happened with the last infusion and that the facility had informed the caller that the infusion was completed, although the pump had shown a remaining volume. The alarm had been acknowledged, the settings had been reviewed (cont rate 1.9 ml, res vol 12.3 ml, total given 125.7 ml), the tubing had been clamped, and the pump had been powered off. There had been no further needs at that time. The event occurred while in use with a patient at the patient's home. There was a patient involvement, and no patient harm/adverse event reported.